Manufacturer narrative:
Failure analysis revealed that no button response due to corroded keypad traces. No button error alarm. The unit was received with minor scratched display window. The device was received with cracked battery tube threads. The unit was received with cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot, and scratched case.

Event description:
Customer's father reported a button error alarm. The customer's blood glucose was 53 mg/dl. The father stated the buttons were not working right prior to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.